Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in leeds, united kingdom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mbgordonae. There is no patient involvement.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the device will be scrapped as per customer request. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that heater/cooler 3t devices are cleaned and disinfected according to instructions for use and are located inside the operating room with the fan placed at 90° to the patient, at an estimated distance of about three (3) meters from surgery field. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.